Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received late high voltage therapy and has brain damage. Reprogramming was done and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.